Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via a large bore hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, upon plunger removal, the suture separated and as a result when the device was removed, the knot was noted to be untied. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed and hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.